Event description:
It was reported that while the patient was in the ICU for pneumonia, the patient ¿will be needing a pump refill very soon¿. Later on the same day it was reported that ¿now it¿s run out and we don¿t have anything to refill it with¿. The device system was used to deliver dilaudid and baclofen.

Manufacturer narrative:
(B)(4).